Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that a routine follow up scan revealed the bifurcate had migrated distally resulting in a type ia endoleak. Per the physician, the cause of the event was due to patient anatomy and disease progression. An intervention was performed. An endurant aui was implanted with a limb extension and a fem-fem bypass was performed. After the procedure a small proximal type I endoleak or possible type ii endoleak remained. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, conclusions: off-label, unapproved, or contraindicated use (aortic neck angulation) film evaluation results are: a review of a post-implant 3d film report confirmed that an aneurx stent graft system was implanted in the patient. The bifurcate had migrated into the sac and was ~3cm below the renals, and there was a proximal type I endoleak. The neck diameter just below the renals measured 23mm, 10mm distal to the renals was 33mm, and 24mm distal to the renals was 32mm. The infrarenal neck was severely angulated (appeared to be >60 deg) and the suprarenal angulation was also >60deg. Both limbs were patent. The diameter of the right common iliac artery just distal to the right limb measured 13mm, and 25mm distally at the right iliac bifurcation the rcia diameter was 16mm. No other stent graft issues were observed. The exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. It is possible that disease progression, with neck dilatation and angulation, may have contributed to the migration. The cause of the proximal type I or type ii endoleak seen after implanting the aui could not be determined. Films during and post-intervention were not provided. It is possible that the highly angulated and conical-shaped proximal neck may have contributed to a proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.